Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 alarm (resume error, critical error found) occurred on the homechoice device during drain one of six in peritoneal dialysis. The patient was connected at the time of the alarm. No reason could be found for the system error 2367 and therapy being aborted. The patient did not know if they would set up with new supplies or not at this time. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.